Manufacturer narrative:
Summary of investigation: as the involved batch(es) are not available, the batch manufacturing record cannot be reviewed. Also, no more information is received about the other product involved (novosyn usp 2), only a novosyn usp 1 code complaint has been logged. We have not received any sample for analysis. Without any sample, a proper analysis cannot be performed. As stated in the instructions for use of the product: the following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage. Batch manufacturing record: not possible to check. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, granuloma is an expected undesirable side effect documented in the instructions for use of the product. However, we take note of this incidence and if any sample or more information is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that granuloma formation associated with subcutaneous sutures (novosyn) in hip and knee teps procedures. However, it is most likely that this is attributable to the use of very thick sutures (usp 2 for the fascia and usp 1 for subcutaneous tissue). The high material density involved may provoke an inflammatory response. The user is now testing monoplus in a thinner gauge for the above-mentioned indications. The granulomas occurred during the use of different batches. The batches can no longer be traced. This is clearly considered a use error (excessive accumulation of novosyn material directly beneath the skin). Multiple physicians at the clinic performed knee tepp procedures simultaneously using the same suture materials (batches) without any issues. The suturing technique is being changed. The user is switching subcutaneous sutures to monofilament suture material. It cannot be determined precisely when this occurred (days after surgery)., as the user does not recall it immediately. Additional information has not been provided.